Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. Date of explant is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation. Surgical intervention took place to explant and replace the patient's ipg with another manufacturers ipg. Surgery addressed the issue.